Event description:
On 04/17/2026, it was reported by (B)(6) from daybreak that a daybreak device cracked on the lower tray while the patient was wearing the device. The patient received the device on (B)(6) 2025. Reportedly the device broke on (B)(6) 2026, and the patient ended use on (B)(6) 2026. There was no harm caused to the patient. No outside clinical evaluation was sought.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).